Event description:
It was reported that the shipping tube was broke upon receipt. The outside box was a little damaged; however, inside the tubing was broke.

Manufacturer narrative:
The sample was discarded and will not be returned for evaluation. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. A device history record review was completed and documented that the device met specification upon distribution.